Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient lost consciousness, prior to this the patient felt tired and was having ¿body pain". The patient¿s cgm was reading 135 mg/dl and the bg meter was reading 29 mg/dl. The patient¿s wife treated him with liquid glucose and honey. The patient regained consciousness after a few minutes and once able, ate a croissant. The patient calibrated his cgm. The patient was in good condition with a cgm reading of 180 mg/dl at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.